Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that while charging their freestyle libre reader, the usb charging cable was burned. Customer further reported it burned her usb port on her computer and affected the reader giving her an error message. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reader was returned. Visual inspection has been performed on the reader and no issues were observed. The charger cable has not been returned. The reader powered on with button depression and strip insertion. The reader was able to activate with a known good sensor. The reader self-test and power consumption test were performed and were within specification. The reader's battery was measured and was found to be within specification. The returned battery was charged normally. Reader was connected to a computer, no issue was observed with reader or the computer port. No malfunction or product deficiency was identified.

Event description:
The customer reported that while charging their freestyle libre reader, the usb charging cable was burned. Customer further reported it burned her usb port on her computer and affected the reader giving her an error message. There was no report of death, serious injury, or mistreatment associated with this event.